Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported a posterior capsule tear in a patient's left eye during laser assisted cataract surgery. Surgeon noticed the tear during phacoemulsification. Nucleus dropped and was removed. A vitrectomy was performed and an intraocular lens was placed in the sulcus.

Manufacturer narrative:
This file was found to be a duplication of another file. The manufacturer report number is 3008772169-2016-00370 for the file that represents the same information as this file. (B)(4).